Event description:
It was reported that the device was intermittently displaying icons that required attention. As the customer was installing a new charge-pak (internal battery charger) and wiggle parts of the device, it was reported to "appear" to work. The device was intermittently reported to display "ok" when the battery was moved in a certain way and displayed other icons other times. The device might not be able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. Follow up with the customer found that the device was removed from service. The device was not returned to physio-control for evaluation. Therefore, the cause for the reported event could not be determined.